Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/handpiece combination used. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was exchanged due to a significant refractive surprise, double vision, and nausea. Additional information was requested.

Manufacturer narrative:
(B)(4).